Event description:
A customer observed a non-reproducible imprecise trop I es results for a single patient sample tested on the vitros eci analyzer, the biased troponin I es result was released to the clinician. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a nonreproducible falsely elevated trop I es result occurred on the vitros eci analyzer. The investigation into this event concludes that the root cause of the event is unknown and the possibility of an analyzer malfunction and the effect of sample processing could not be ruled out as potential root causes.